Event description:
It was reported that the patient presented to the clinic experiencing dizziness since they received the pacemaker. An interrogation was performed and no malfunction was observed. No intervention was performed. There were no patient consequences.